Event description:
Per the clinic, the patient experienced an infection and extrusion of the receiver/stimulator. Subsequently, the patient was treated with antibiotics on (B)(6) 2025 (specific type and duration not reported) and the device was explanted on (B)(6) 2025. Reimplantation is planned but has not taken place as of the date of this report.